Event description:
This rv lead was implanted on (B)(6) 1998 and remains implanted at this time. A call was placed to technical services on (B)(6) 2007 stating that there was impedance less than 200 ohms. Technical services reviewed the data. At changed out rv impedance was 500 ohms. On the past year it was 340, 200 ohms. Discussed lead safety switch and noted 1 non sustained ventricular tachycardia with myopotential noise. No inhibition of pacing greated than 2 seconds. Technical services recommends evaluating lead bipolar and unipolar sample impedance with isometric and pocket manipulation. The following physician was dr. (B)(6) in (B)(6) clinic in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).